Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. There were numerous kinks throughout the shaft of the device. Was kinked 51cm distal of the strain relief. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range (9.83 kpsi), without any issues, error or alarms; however, the shaft leaked. The shaft was microscopically examined and it was revealed that there was a hole in the shaft 35.5cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 11apr2018. It was reported that there was a tubing leak. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left lower extremity vein. During preparation, it was noted the tubing was leaking. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was stable. However, device analysis revealed a hole in the shaft.